Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc was used during an anterior posterior repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, upon the first throw of the suture through the ligament, the needle detached and the tip was left inside the patient. The needle was located in the sacrospinous ligament through an x-ray visualization and the physician made no attempt to retrieve it. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual and functional analysis of the capio device did not reveal any failure. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot and it was not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio opc was used during an anterior posterior repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, upon the first throw of the suture through the ligament, the needle detached and the tip was left inside the patient. The needle was located in the sacrospinous ligament through an x-ray visualization and the physician made no attempt to retrieve it. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.